Event description:
It was reported that the user experienced an occlusion with a contact detach 6 mm infusion set while using the ilet system, after which blood glucose rose to approximately 310¿312 mg/dl and remained elevated until a full supply change was performed, after which glucose began trending down into range. Symptoms included hyperglycemia accompanied by sleepiness. Outcomes included transient loss of glycemic control without emergency treatment or hospitalization. Investigation included customer service troubleshooting, review of user reports, and assessment of infusion set function based on reported performance. Investigation of this case revealed that the occlusion resolved only after a complete infusion set and supply change, with no device malfunction observed post-change and appropriate correction dosing resuming. It was concluded that the event was consistent with an occlusion that led to hyperglycemia and was resolved by replacing supplies, with no further action indicated.